Event description:
In 05, the lay patient alleged that her one touch ultra smart meter was prompting the error 5 message and reading inaccurately low. The pt told the customer care representative (ccr) that she had surgery a couple weeks ago. She had a headache and felt a "fluttery heart" at the time of concern. She tested with the reported meter and obtained the error 5 message 10 times. She also obtained results of 140-150 mg/dl. She took oral diabetes medication following use of the product. She went to the hospital where a result of 395 mg/dl was obtained on the hospital meter 30 to 40 minutes after she tested with the reported meter. She was treated with an IV. The ccr noted that the pt no longer had test strips from the vial she used at the time of concern. The ccr walked the pt through a control solution test with a new vial of test strips and obtained a result of 126 mg/dl; the specified control solution range was not provided.